Event description:
Allegedly component broke requiring revision surgery.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend for this item/lot. X-ray images were provided and photographic images were taken of the product.(B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. This report will be updated when the investigation is complete.